Event description:
It was reported that the device had displayed check IV set error pump not recognizing there is a set loaded during patient side occlusion. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The stated issue of error code check IV set was confirmed. Received on 26-june-2025, 2 lvp devices were received unboxed and with paperwork. Faulty pressure sensor causing check IV set error. Device to be returned to san diego repair center for service supervisor determination if unit will be sent through normal processing or scrapped. Recommended bd san diego repair center to replace the top pressure sensor. Failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed check IV set error pump not recognizing there is a set loaded during patient side occlusion. There was no patient involvement.

Event description:
It was reported that the device had displayed check IV set error pump not recognizing there is a set loaded during patient side occlusion. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The stated issue of error code check IV set was confirmed. Received on 26-june-2025, 2 lvp devices were received unboxed and with paperwork. Faulty pressure sensor causing check IV set error. Device to be returned to san diego repair center for service supervisor determination if unit will be sent through normal processing or scrapped. Recommended bd san diego repair center to replace the top pressure sensor. Failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.